Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was admitted to the hospital with inter- mittent loss of capture.